Manufacturer narrative:
This event was originally reported as "restenosis of treated vessel (treated vessel/segment)". On (B)(6) 2019 veryan received an update that amended the adverse event code from "restenosis of treated vessel (target vessel)" to "restenosis of treated segment (target lesion)". This is updated information from that which was previously reported on the initial 30 day report for 3011632-2019-00062 and as a result is being reported via this supplemental.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a restenotic occlusion located between the middle third of the sfa and the proximal popliteal artery in the left leg. One biomimics 3d stent was implanted. On (B)(6) 2019 restenosis of the treated vessel ( target vessel/segment ) was identified. On (B)(6) 2019 percutaneous intervention was performed. The device remains implanted.